Manufacturer narrative:
(B)(4): the patient underwent mesh implantation concurrently with total vaginal hysterectomy, anterior and posterior repair, vaginal vault suspension with extraperitoneal approach utilizing sacrospinous ligaments on (B)(6) 2008 due to stress urinary incontinence, pelvic organ prolapse, complete uterine prolapse, grade 3 rectocele, grade 3 cystocele, and severe cervical dysplasia. It was reported that following insertion the patient experienced pain, bleeding, infection, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring and other problems. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, urinary problems, bowel problems, bleeding, recurrence, dyspareunia, and vaginal scarring. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on an unknown date to treat sui & pop and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.